Manufacturer narrative:
Concomitant medical products: product ID: w3dr01, ipg (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed potential far field r-wave (ffrw) oversensing of the atrial lead during atrial arrhythmia episodes. No programming changes were required and the lead remains in use. No patient complications have been reported as a result of this event.